Manufacturer narrative:
Section d9: device available for evaluation? Yes; section d9: returned to manufacturer on: jul 15, 2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Complaint product was returned in its original packaging. Also, sheet labels, patient and implant card were received. Upon evaluation of the device, all the components were correctly engaged, and plunger was in advanced position. No assembly error and/or defect related to manufacturing process were identified. Lubricating material residues were observed, in the cartridge. No lens was returned for evaluation. There was nothing identified, that might lead the reported issue. Based in the analysis, the reported issue was not verified. Product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed, no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) did not dispense properly that it did not unfold when inserted into patient's right eye. The surgeon attempted to maneuver but was unsuccessful. The lens was removed and replaced with another johnson and johnson iol of same model and diopter. No other medical or surgical intervention was required. The patient was reportedly doing good post surgery. No further information was available.